Manufacturer narrative:
Additional information received on 05/29/2025. Can you please share the batch number of this reported event? A: the clinic has two batch numbers, it was not possible to identify which of the two is it and they are (4325708- 4338154). Based on the above, the batch remains unknown. 4325708 MFR 2024-11-20 exp 2027-10-31. 4338154 MFR 2024-12-06 exp 2027-11-30.

Event description:
It was reported that bd insyte autoguard catheter broke, foreign body retention, surgical intervention. The following information was provided by the initial reporter: patient manipulates equipment and disconnects intravenous fluids and turns off infusion pumps, edema is verified at the site of venipuncture, and proceeds with aseptic technique to remove the catheter, but at the time of removal it is observed that the catheter does not come out completely, only a small part, external search is performed for venrficaion, but no material is found, the old puncture site is palpated, and no foreign bodies are palpated, the shift chief and the physician on duty are informed and they also perform palpation and no presence of foreign material is observed in the puncture area, the attending physician orders an echo of soft tissues to rule out foreign bodies. The respective daruma is performed to follow up the case. Ultrasound findings: presence of foreign body (jelco segment) at the level of the cephalic vein in the upper left member at the level of the forearm. Under general anesthesia, operative description: previa asepsia and antisepsia. Bag longitudinal incision is performed by planes at the lateral level of the left antecubital pleigie. Dissection by planes. Cephalic vein is identified. Proximal and distal control. Transverse venotomy. Endovascular level is explored, with no evidence of foreign body. Venorrhaphy with vicryl 4-0. Hemostasia. Ssn washing. Closure in two planes. Tcs vicryl 4-0. Skin prolene 4-0 intredermicals. No complications.

Manufacturer narrative:
Additional information in b tab investigation results: the complaint of a damaged IV catheter was confirmed; however, the root cause could not be determined. Three photographs and one blue catheter adapter that was connected to a short segment of catheter tubing were provided for investigation. The remainder of the catheter tubing was not returned for investigation. The broken end of the catheter exhibited an uneven and rough surface. The sample exhibited evidence of use, which indicates that the damage may have occurred in the clinical setting; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the suspect lots indicated no related issues with the manufacturing process. No other similar complaints were reported from the suspect lots. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information received on 06/09/2025 I hereby inform you that at the meeting of the quality report event committee regarding the fracture of the iag 22ga peripheral safety catheter, which I was invited to at the clinic for the analysis where it was concluded that it is a serious event because it required surgical intervention, but that the foreign body was not found; the vascular surgeon in an explanatory call, refers that the part of the catheter was not found and most likely at the time of removal it fell out and that it is very remote the possibility that it has migrated. It was also concluded in the analysis that it was a bad clinical practice, since it was cannulated in folds, which goes against the protocol of the clinic. All the professionals present agreed with the above. And I also asked hospitalization coordinator if they had reported to invima, and the answer was no.